Event description:
The patient santino fuentealba underwent surgery on (B)(6) 2020 in the province of neuquen, for the placement of an lcb plate. The plate has fractured since and is pending extraction.